Event description:
It was reported that the ilet pump¿s screen bezel was separating, and the user was instructed to power down the device and a replacement was arranged while the user continued cgm use through dexcom. Symptoms included no adverse health effects and blood glucose remained unaffected. Outcomes included device replacement and return of the original device with data not transferred to the replacement. Investigation included product inspection upon return and review of device history and complaint trend analysis. Investigation of this device revealed a mechanical enclosure issue consistent with screen/bezel separation associated with the display assembly. It was concluded, based on previously established findings for similar reports, that the cause was component failure related to device housing and wear.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.